Event description:
A report was received that the patient is experiencing a burning sensation. The physician believes it might be caused by the leads coating. The patient will undergo a revision of either the paddle lead or the ipg.

Event description:
A report was received that the patient is experiencing a burning sensation. The physician believes it might be caused by the leads coating. The patient will undergo a revision of either the paddle lead or the ipg.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-1110-02 serial: (B)(4). Description: precision implantable pulse generator (ipg).

Manufacturer narrative:
Additional information indicates that no further action will be taken at this time as the patient has not yet decided on the revision.